Manufacturer narrative:
The reliability analysis inspected 1 opened or used enlite sensors and performed bicarbonate buffer test per (B)(4). The sensor passed per specifications with accurate readings. The customers said condition of a bent cannula was unable to be confirmed because the sensor was returned opened or used.

Event description:
Customer reported that the sensor is giving inaccurate readings. The sensor glucose reading was 174 mg/dl while the blood glucose reading was 63 mg/dl. Customer reported receiving false alarms for predictive low blood glucose. He stated that the sensor glucose graph is not trending in the same direction as the blood glucose. It was also reported that the customer is calibrating too frequently and not using the overtape. When the customer removed the sensor, he saw that the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.